Event description:
It was reported that the customer was hospitalized with hypoglycemia. The customer's spouse stated the pump had delivered over 100 units of insulin in approximately six hours. Customer had changed the reservoir the morning of the incident and six hours later. Half of it contents was gone. The bolus and prime histories indicated a total of 6.3 units had been delivered. Explained that the pump has a safely feature that prevents it from delivering unless it is manually programmed. Customer was not satisfied and indicated she han notified the FDA.